Manufacturer narrative:
The customer's glidescope core 2m quickconnect cable was not returned to verathon for evaluation, therefore the cause could not be determined. Review of complaint history for the reported lot number "18193-1-21" did not identify any previous complaints reported to verathon. Trending analysis for the glidescope core quickconnect cables does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, while using a glidescope core 2 m quickconnect cable, the screen on the connected glidescope core monitor froze and glitched. The procedure was completed using a different glidescope core quickconnect cable. An unspecifed delay in care was reported but there was no harm to the patient.